Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return.

Event description:
It was reported that during an amputation procedure, the blade broke. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during an amputation procedure, the blade broke. Attempts were made to obtain additional information about the event; no further information was received.